Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with an octaray mapping catheter and after mapping, the patient experienced cardiac tamponade that required pericardiocentesis. They had difficulty going transseptal. They tried three times to gain transeeptal access with transesophageal echocardiography (tee) guidance. After withdrawing the octaray catheter from the left atrium, the patient's blood pressure dropped. It was also reported that "it was confirmed with x-ray that there wasn't sufficient motion of the heart." The pericardial effusion was confirmed, and 135 ccs of fluid was removed. The procedure was aborted, and that no ablation had been performed. It was unknown if the pericardial effusion occurred while gaining transeptal access with the baylis or during mapping with the octaray catheter. The patient required extended hospitalization and the patient¿s condition improved. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31140377l and no internal action related to the complaint was found during the review. Additionally, the manufactured and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician opinion on cause is the procedure. Correct settings utilized on devices and no error messages on equipment. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with an octaray mapping catheter and after mapping, the patient experienced cardiac tamponade that required pericardiocentesis. They had difficulty going transseptal. They tried three times to gain transeeptal access with transesophageal echocardiography (tee) guidance. After withdrawing the octaray catheter from the left atrium, the patient's blood pressure dropped. It was also reported that "it was confirmed with x-ray that there wasn't sufficient motion of the heart." The pericardial effusion was confirmed, and 135 ccs of fluid was removed. The procedure was aborted, and that no ablation had been performed. It was unknown if the pericardial effusion occurred while gaining transeptal access with the baylis or during mapping with the octaray catheter. The patient required extended hospitalization and the patient¿s condition improved.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. It was reported that they used a baylis steerable versacross for transseptal. As such, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).